Event description:
The product was returned with no info.

Manufacturer narrative:
Final analysis of the pump revealed no anomaly, normal device function. Catheter analysis: 7.6 cm sc assembly and pin connector and 10.5 cm segment was returned. Analysis concluded hole in catheter that was most likely related to no strain relief shroud being used.